Event description:
It was reported to boston scientific corp that an injection gold probe hemostasis catheter was used to treat a gi bleed in 2009. According to the complainant, the needle would not retract. The scope was withdrawn from the pt in order to remove the device. The scope was reinserted and the procedure was completed using another injection gold probe hemostasis catheter. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.